Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was at 35% before customer went to bed and pump shut down overnight. The customer reportedly connected the pump to a power source for two hours and the pump turned back on displaying a 25% charge. Customer then disconnected the pump from the power source, and the pump immediately shut down. Customer reported a blood glucose (bg) level of 218 (mg/dl) and delivered an insulin injection to address bg level. Customer indicated injections would be used for back up therapy.